Event description:
The customer observed false negative vitros (B)(6) results of three pt samples processed on a vitros eciq system on (B)(6) and (B)(6) 2009. The pt samples produced reactive results both when processed using vitros hbsag es reagent in an alternate laboratory at the customer site and using nucleic acid testing (nat). False negative results may lead to inappropriate physician action. The false negative vitros (B)(6) results were not reported. There was no report of pt harm as a result of this event. Note: this form 3500a is one of three mdrs for this event. Three devices were involved. Three pt samples were assayed using a single vitros (B)(6) reagent lot. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the true classification of the three pt samples in question is considered to be (B)(6) reactive based on results from nat and other (B)(6) marker assays. The vitros (B)(6) es assay has been designed to detect mutant strains of the (B)(6) virus that are not always detectable by the vitros (B)(6) assay. The three pt samples produced the expected reactive result with vitros (B)(6) es assay. The root cause for the false negative vitros (B)(6) results is most likely a mutant strain of the (B)(6) virus which could not be detected by the vitros (B)(6) assay but was detected by the vitros (B)(6) es assay.